Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to pulmonary emboli (pe) and deep vein thrombosis (dvt). Patient is alleging vena cava perforation and organ perforation. The patient further alleges ¿device punctured the ivc and has perforated into the aorta¿ and ¿I was walking briskly and had a sharp pain in my abdomen. I have to restrict movements because the filter could cause further damage.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, "positive for caval perforation. A total of five prongs have perforated the ivc.¿ ¿maximum distance prong perforated is 16.11 mm.¿ ¿no significant tilt seen on coronal or sagittal images. One of the prongs that perforates the inferior vena cava extends posteriorly and to the left into the posterior wall of the distal aorta.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged organ perforation. Device code(s): appropriate term/code not available (3191) was selected for the alleged vena cava perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc) perforation, organ perforation (aorta), abdomen pain and limited activity. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported abdomen pain and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.